Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (as high as 525 mg/dl). The customer changed the supplies on the pump and delivered a correction bolus to address the high bg level. The customer was admitted to the hospital on (B)(6) 2016 due to the high bg levels. The customer was treated with an intravenous insulin drip and as of (B)(6) 2016, the bg level had been lowered to 149 mg/dl. The customer had not received any pump alerts or alarms. The customer's healthcare provider had recently changed the basal rate. Although requested, additional information regarding the hospital discharge was not provided.